Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the patient¿s pertinent medical history related to the event was a cervical fusion. The catheter tip was at c5. No further complications were reported or anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 8781, serial#: (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(4), ubd: 15-aug-2017, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving dilaudid 5 mg/ml at 0. 4 mg/day via an implantable pump. The indication for use was non-malignant pain. On (B)(6) 2019 it was reported that the patient¿s pump was supposed to have 3cc residual at the pump refill and they withdrew back 10cc¿s from the pump. There were no known environmental, external or patient factors that may have led or contributed to the issue. The diagnostics and troubleshooting was reported as ¿catheter would not aspirate¿. The patient did not want a dye study. The actions and interventions taken to resolve the issue was the pump and catheter were replaced on (B)(6) 2019. The issue was resolved at the time of the report and it was noted that the healthcare provider would not have any further information regarding the event. The patient status was noted as alive, no injury and no further complications were reported or anticipated.